Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse verified repeated recoverable error 25770 upon reviewing the error logs. The fse replaced remote arm controller boards (rac) 1 to resolve the issue. The system was tested and verified as ready for use. Isi received the rac involved with this complaint and completed the device evaluation. Failure analysis confirmed the error 25770 upon reviewing the system logs. However, failure analysis could not reproduce the reported issue. The rac was installed into an in-house printed circuit assembly (pca) xi system. The surgeon side console (ssc) was powered up with no error. The unit passed communication, complex programmable logic device (cpld) version check, and sine test. The fan was running normally. The unit was power cycled ten times with no issue. No problem was detected. A log review confirmed the radical prostatectomy with lymphadenectomy procedure on 12-oct-2022 on system sk4668. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the remote arm controller boards (rac) was replaced after the completion of a surgical procedure due to repeated errors on rac 1. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) that error 25770 occurred. The customer pressed ¿recover fault¿ button, but the error persisted. After, the error was resolved with a power cycle. The tse reviewed the error logs and confirmed repeated recoverable error 25770 pointing to remote arm controller boards (rac) 1. The field service engineer (fse) will follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The procedure could be completed robotically with all 4 arms.